Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: the pump was examined and the battery compartment was found to be cracked in two paces. The battery compartment was examined and there was no evidence of corrosion observed inside the battery compartment. Testing confirmed that the battery cap was able to fully tighten to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).